Manufacturer narrative:
The issue was determined to be caused by a mechanical malfunction and was resolved by the service actions completed by the field service engineer.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for multiple assays on the cobas 6000 c (501) module - c501. Of the mentioned samples, the customer provided data for one patient sample that had an erroneous result for creatinine that was reported outside of the laboratory. Roche manufactures two creatinine reagents for the c501, crej2 creatinine jaffé gen.2 and crep2 creatinine plus ver.2. It was asked, but it is not known which creatinine reagent was used. The sample initially resulted as 2.95 mg/dl and this value was reported outside of the laboratory. The doctor questioned the result, so he requested a repeat of the sample. The primary tube of the sample was repeated, resulting as .74 mg/dl. The aliquot tube of the sample was repeated, resulting as .72 mg/dl. The repeat results were believed to be correct. No adverse events were alleged to have occurred with the patient. No treatment was provided to the patient. The creatinine reagent lot number and expiration date were asked for, but not provided. The customer stated that they did not have any issues with quality control recovery. The customer performed mechanism checked and observed the operation of the analyzer, but did not see anything wrong. The field service engineer found a small amount of residue on top of the reaction cells. The rinse nozzles may have splashed during operation. He decontaminated the entire analyzer and replaced the reaction cells. He adjusted pressures and valves. He checked all rinse nozzles and probes. He verified that all mechanisms were working properly. The customer ran quality controls on all tests.